Manufacturer narrative:
Continuation of d10: 1084t-35, lead implanted: (B)(6) 2013; w1tr05 crtp, implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing resulting in fourteen hundred episodes of atrial tachycardia/atrial fibrillation (at/af). It was noted that the atrium channel was sensing the ventricle which caused atrial blanking resulting in the episodes. Multiple methods of reprogramming were done to no aval. It was further reported that the patient experienced palpitations and dizziness that worsened for one week. It was noted that the patient experienced a productive cough that worsened for a week and nausea/vomiting the last three days after the severe cough, a week before having presyncope symptoms. It was also noted that the patient experienced weakness and numbness three weeks after waking up. The lead remains in use. No further patient complications have been reported as a result of this event..

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing resulting in fourteen hundred episodes of atrial tachycardia/atrial fibrillation (at/af). It was noted that the atrium channel was sensing the ventricle which caused atrial blanking resulting in the episodes. Multiple methods of reprogramming were done to no aval. It was further reported that the patient experienced palpitations and dizziness that worsened for one week. It was noted that the patient experienced a productive cough that worsened for a week and nausea/vomiting the last three days after the severe cough, a week before having presyncope symptoms. It was also noted that the patient experienced weakness and numbness three weeks after waking up. The lead remains in use. No further patient complications have been reported as a result of this event. It was further reported that the patient was not experiencing any symptoms during the ffrw oversensing and the symptoms noted were during a different time period.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.